Event description:
It was reported that a patient presented in clinic for follow-up. Device interrogation revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the patient's implantable cardioverter defibrillator (ICD). No changes or interventions was performed. The patient condition was stable.